Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture, non-detection, undersensing in bipolar and oversensing in unipolar. Upon x-ray, the lead was dislodged. The patient also complained of fatigue and cannot walk more than 40 feet. The physician removed the ra lead and replaced with a new one. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.